Event description:
It was reported that the patient experienced arrhythmia and presented remotely via merlin.net. Review of transmission revealed that the right ventricular (rv) lead exhibited noise over-sensing, which resulted in pacing inhibition. The rv lead was explanted and replaced on (B)(6) 2025. The patient¿s condition is unknown.